Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was in the hospital. Patient was in the hospital for  having bowel problems since sunday ((B)(6) 2022) and weakness but then they couldn't stand up. The patient wasn't clear on if the symptoms were related to the device/therapy or not.  They called for assistance getting into MRI mode as the patient stated their service representative hadn't been able to connect to their implant. Patient services walked the patient through connecting and placing the patient in MRI mode. The patient had full body eligibility.